Event description:
During a cystectomy with neobladder procedure, two staples broke on the first firing. The handles broke loose and came all the way back and wouldn't release. There was a hard closure force. The firing mechanism was unable to reset due to the damage. The handles remained closed. The case was finished with a like device. No pt consequence.